Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 10 minutes: 25 mg/dl and 157 mg/dl, 14 mg/dl and 67 mg/dl, 13 mg/dl and 85 mg/dl, 20 mg/dl and 99 mg/dl, 16 mg/dl and 113 mg/dl, 27 mg/dl, 33 mg/dl, 329 mg/dl and 183 mg/dl, 29 mg/dl and 101 mg/dl, 17 mg/dl, 21 mg/dl and 77 mg/dl, 37 mg/dl and 209 mg/dl. Sets of readings taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.